Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Confirmation testing was performed with cepheid pcr and generated negative results. Repeat testing with the ID now covid-19 assay generated negative results. Repeat confirmation testing was performed with cepheid pcr and generated negative results. Per the customer, the patient was not symptomatic. The patient did feel weak and was admitted for seizure activity. Additionally, the patient is fully vaccinated with booster shots against covid-19. This was reported to the FDA medwatch report (mw5105028).